Manufacturer narrative:
Manufacturing date is approximate only. A follow up report will be provided once we receive the investigation result.

Event description:
A healthcare facility in another country, reported that the power pcb of iw910afu mobile infant warmer was faulty and the infant warmer was not generating a power fail alarm. No pt consequence was reported.